Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon eval corrosion was found at the battery connector. The corrosion affected the bedside board, cell modem, sim card, interconnect cable and dial up modem. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress within the battery connector well. Device eval of the battery pack (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. Upon eval, corrosion was found on the battery connector. The cause for the corrosion cannot be positively determined but was likely the result of liquid ingress within the battery charger/modem connector well. No adverse event resulted from the defective battery charger and battery pack. The pt received a replacement battery charger and battery pack. MFR dates: battery charger/modem (B)(4): 03/2010. Battery pack (B)(4): 07/2010.

Event description:
Review of a (B)(6) male pt's download revealed several battery/charger faults. Zoll customer support contacted the pt and issued the pt a replacement battery charger and two battery packs.